Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Due to the elevated bg, the customer experienced kidney pain, frequent urination, dull headaches, as well as muscle cramping. Customer administered a correction injection to address the bg. Customer to follow up if further assistance is deemed necessary.